Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the implantable cardiac monitor (icm) r-wave amplitude went from "flat to noise". It was determined that the patient's heart was lower than usual. The device was repositioned and remains in use. No patient complications have been reported as a result of this event.